Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 5 p.m. Due to diabetic ketoacidosis. They were still at the hospital at the time of the call. The customer stated they woke up with a high blood glucose. Their blood glucose went up even after administering a bolus. They changed the reservoir and insulin but it did not help. They then treated with syringe. They had symptoms such as nausea and their mouth was sticky. Their blood glucose level at the time of admission was 337 mg/dl. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump and insulin was able to exit. The insulin pump¿s settings were programmed accurately. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.